Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation that exposed the outer coil proximal to suture sleeve tie impression. The cause of the external abrasion was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.